Manufacturer narrative:
No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation. Site has not confirmed service.

Event description:
A medtronic representative reported that, while in a frontal meningioma cranial resection, the surgeon felt a 2mm imprecision once they reached the tumor. The representative reported that a tracer registration was performed on the patient. The imprecision resulted in the surgeon expanding the burr hole on the patient. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided.

Manufacturer narrative:
A medtronic representative reported that they were informed by the site that the reference frame was loose when removing it. It was noted that the site suspected this to be the cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Additional information: per 9732461 rev 13 pg 30 and 52 contains warnings regarding frame movement: ¿warning: make sure that the reference frame assembly is rigidly attached and locked (tightened) with respect to the relevant anatomy. If the post or clamp moves in relation to the anatomy, navigational inaccuracy may result.¿ and ¿warning: do not bump or reposition the reference frame after registration. Such movement may result in inaccurate navigation. If the reference frame moves in relation to the patient anatomy at any time after registration, you must reregister."